Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: unknown. The devices had complaint (B)(4) written on the paperwork, however, they did not match the devices associated with that complaint. The patient was a female, (B)(6) years old. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2019, saline mentor breast implants 325cc and 400cc were received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, it will be conservatively reported to FDA as an event requiring medical device removal from a patient. The devices were explanted on (B)(6) 2019 for an unknown reason.

Manufacturer narrative:
On (B)(6) 2019, during evaluation of the sample, it was noted an area of siltex cracking in the posterior aspect. Within the siltex cracking, a tear was found measuring approximately 0.3 cm. No other anomalies were discovered. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. There is no complaint information attached so is not possible to confirm any failure on the device returned. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. The measurements indicate the implant met the specifications, however complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).